Manufacturer narrative:
H2 additional information: d10 and additional codes - img were updated. Img code g02027 applies to the uninterruptable power supply (ups) and g02002 applies to the battery. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787 uninterruptable power supply, serial/lot #: -, ubd: , UDI#: product ID: 9735773 battery, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. The camera, battery, and uninterruptable power supply (ups) were replaced to resolve the issue. Codes b01, c08, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera, serial lot/sw version: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country: india h3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted error message on displayed while using optical navigation. A1102 was coded for a localizer faulted error message. A0708 was coded for no battery backup in main cart. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted error message on displayed while using optical navigation and there was no battery backup in main cart. There was no patient involvement.

Manufacturer narrative:
H2 additional information: section e and d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.